Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duedenovideoscope exhibited foreign objects in the air-water cylinder and tube. Additionally, the inside of the light guide lens had a stain. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the light guide lens glue was peeled off due to physical stress by hitting or dropping the distal end, chemical stress by chemical solutions. Subsequently, humidity invaded the light guide lens which caused corrosion. However, a definitive root cause could not be determined. The events can be detected and prevented by following the instructions for use: event 1: foreign objects in the air-water cylinder and tube- the instruction manual states the detection method associated with the event in " tjf-q190v operation manual chapter 3 preparation and inspection", and preventative measures in " tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope". Event 2: foreign material inside the light guide lens- the instruction manual states the detection method associated with the event in "tjf-q190v operation manual 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.